Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative reported via phone call that the customer's mother stated that the customer was being taken to the hospital. Blood glucose level at the time of the call was 587 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.